Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208122538, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported a device disturbance when passing near an anti-theft device. Factors that may have led or contributed to the issue remain unknown. Interventions included a device reprogramming on (B)(6) 2018. It was unknown if the issue was resolved and unknown if a surgical intervention occurred. Relevant medical history includes urinary incontinence since 2003. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 309328, lot# 0208122538, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a return of incontinence. It was reported that the event was resolved on (B)(6) 2018. The investigator assessed the event as not serious, not related to procedure, and related to the stimulator.

Manufacturer narrative:
Product ID: 309328, lot# 0208122538, implanted: (B)(6) 2015, product type: lead. Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.